Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: a review of the pump¿s black box revealed multiple pump reboots. The pump was returned with a crack in the battery compartment along the side. The threads on the battery cap were stripped and unable to secure. There was moisture observed in the battery compartment. A test cap was able to fit and maintain an electrical connection. A test cap was tightened and then unscrewed ½ a turn leading the pump to reboot. The power complaint was duplicated. There was no evidence of physical damage on the battery compartment threads. A leak test failed due to a crack in the battery compartment. The pump was opened and there was moisture. Unrelated to the original complaint, there was battery compartment leak noted.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery if the damage impacted the power circuit. There was no indication that the product caused or contributed to an adverse event.